Manufacturer narrative:
Alleged failure: it is possible that part of the product remained in the body (ankle joint). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on the event description and similar occurrences, the probable root causes could be excessive force used when inserting or removing the probe, insertion of the probe into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that part of the product remained in the body (ankle joint). The patient mentioned pain during extension. An x-ray suggested the possibility of ceramic remaining in the patient body. The part was removed from patient body completely in an additional procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that part of the product remained in the body (ankle joint). The patient mentioned pain during extension. An x-ray suggested the possibility of ceramic remaining in the patient body. The part was removed from patient body completely in an additional procedure.